Manufacturer narrative:
The device was evaluated at ocg. As a result of the evaluation, the following was confirmed. Two pixels on the endoscopic image were missing. The camera cable was twisted and damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image sometimes disappeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, g3, the aware date should be 08-jul-2021. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ was determined to be likely due to a broken cable caused by twisting which, in turn, prevented the communication with the processor, causing the image to no longer display. Twisting of the cable is believed to be due to user handling. Other inspection findings were as follows: two defective pixels; cable unit was twisted and damaged. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: the following may cause the camera cable to break as stated: "do not roll the camera cable smaller than 20 cm in diameter. It may be damaged; if the camera cable is curled, do not pull it forcibly, but gradually straighten it; do not apply excessive bending, pulling, twisting, or crushing force to the camera cable; wiping the outer surface of the camera cable, do not squeeze the camera cable strongly; while using, hold the camera head instead of the camera cable to operate the endoscope; do not fix the camera cable with pean; hold the camera cable and do not pull out the video connector. Unreasonable force may be applied to the camera cable and the cable may break. Olympus will continue to monitor field performance for this device.